Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert triggered. There was one patient alert for lead failure predictor on (B)(6) 2012. There were seven ventricular non-sustainded tachycardia (nst) events less than or equal to 200 ms between (B)(6) 2012. Ventricular short interval counts (v-sic) equaled 6.3 counts on the average per day, in 17.12 days, between (B)(6) 2012.

Event description:
It was reported that one month after the device changeout, both atrial and ventricular leads were exhibiting noise and oversensing. The leads will be revised. No patient complications have been reported as a result of this event.